Manufacturer narrative:
The zoll catheter was returned to zoll on (B)(6) 2018 for investigation; however, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
The patient was inserted a quattro catheter in the right femoral vein without issue and received ivtm therapy. Approximately 2 hours into patient rewarming phase, the nurse observed blood on the start-up kit (suk) tubing. Upon inspection, no sign of leak on the start-up kit (suk), on the saline bag, or around the patient's bedside was observed. No alarm on the thermogard console was noted. A catheter leak was suspected. Following this, ivtm therapy was placed on hold and another quattro catheter was inserted in the left femoral vein, ivtm therapy was resumed and completed with no further issue reported. The approximate length of interruption was 45 minutes until ivtm therapy was resumed. No known impact or patient consequence was reported.

Manufacturer narrative:
The reported complaint was confirmed. Visual inspection of the returned catheter was performed. No abnormalities with the catheter were seen. All lumens flushed as intended. During functional testing, the catheter was connected to a pressurized inflation device. Immediately upon pressurizing the catheter, a leak was observed on catheter shaft due to cut at 40 cm marker. The damage found resulted from mishandling.